Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump alarmed a motor error alarm, customer was unable to rewind the device. Customer's blood glucose was 147 mg/dl. Customer reported the device might had been exposed to high magnetic field. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump alarmed during the rewind due to a motor encoder signal out of phase. The displacement test could not be performed due to the alarm. No cosmetic damage was noted.